Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed due non-operational question. The patient called stating they were in a lot of pain and thought they might have a stomach infection. The patient was unsure if they should call number on the cycler or 911. The fresenius technical support representative advised patient to call 911 for any emergencies. The patient was not connected during incident. Upon follow up, it was confirmed that the patient was admitted to the hospital on saturday (B)(6) 2024 (the same day patient called to technical support) due to peritonitis. The nurse could not confirmed if peritonitis was related to the use of fresenius products/pd treatment. The nurse confirmed that patient has continue pd treatment at the hospital. Attempts to obtain additional information (e.g., hospital records, medication list, pd orders, patient demographics) were unsuccessful.